Event description:
The patient reported via a manufacturer representative that (B)(6) 2021 that the implantable neurostimulator was not charged and could not be charged. The ins was in deep discharge. This is at least the second discharge according to patient. The manufacturer representative met with the patient; however, it was determined that the patient has not used the unit and she wants to have it removed.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available for evaluation: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the device was not working and they didn¿t have the ability to turn off the device. Further information received from the consumer reported that she wanted to have an MRI and the implant was dead. The patient stated the last time she charged the implant was 1.5 years ago. The patient had charged the external equipment and attempted to charge the implant but was unable to. The patient was directed to follow-up with her healthcare provider. Additional information was received from the manufacturer representative (rep) 2020-01-3. The caller stated that the patient needed to put the ins into MRI mode but was getting a warning power on reset (por) message on the patient controller. The rep could follow-up with the patient and determine how to proceed. The patient reported that the device was broken. The wires in the lead that goes up the spine are broken and the device no longer provides any pain relief, so the patient doesn't bother to charge it. The patient had an MRI done and the tech refused to take the films without the implant being in MRI mode. The patient reported that a rep showed them how to jumpstart the implant and the patient charged it sufficiently to get the MRI done. The patient wanted to have it removed since it worked less than 2 years and it was supposed to last 9 years.